Event description:
After an implantation period of approx. 24 months, it was observed that the pacing impedance was too high (lv4 above 3000 ohm). The lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis showed that the conductor coil was found fractured 38 cm distal to the is4 connector pin, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the proximal region next to the is4 connector pin was found damaged, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.